Event description:
The device was being used in the facility catheter lab for a schedule procedure. The patient was put into ventricular fibrillation. The device was being used with standard paddles. Reportedly, on three different attempts, the defibrillator of other manufacturer was made available and used to cardiovert the patient ECG. There was no report of an adverse effect to the patient resulting from the alleged discrepancy.